Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with high lead impedance. During the revision/pin reinsertion surgery, the surgeon saw "condensation" within the lead. The generator was tested to a test resistor and impedance was within normal limit and has been ruled out as the cause of high impedance. The lead was then replaced. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. The explanted lead has not been received by manufacturing. No other relevant information has been received to date.

Event description:
It was later reported that system diagnostic was within normal limits after lead replacement surgery. No obvious cuts on the lead but condensation seen inside insulated lead. It was noted by the provider that the explanted and lead is not available for return. No other relevant information has been received to date.